Event description:
The (B)(4) sales representative reported on behalf of the customer that the pin allegedly came out of the cutting block when taking off the femur. The sales representative was present at the case. Update: the case was completed successfully as 4 femoral cuts were already made when pin came away from cutting block , while block was being removed from distal femur. There was no medical intervention . The customer reported that there was some concern over whether the visible portion of pin, normally hidden in the block, was sterile or not. Instrument was used to remove pin from distal femur and both instrument and pin were discarded outside of sterile field. There was a surgical delay of about 30 seconds. No noticeable adverse conditions were noted or reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fixation peg disassociating from a size #5 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was reported. The event was confirmed. Visual evaluation showed the device was returned with one fixation peg disassociated from the block, and device evaluation under magnification concluded that there was no evidence of an interference fit on the blind hole surfaces that mated with the missing peg. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 cutting block was caused by a manufacturing nonconformance. Based upon the conclusions of the visual analysis, it was concluded that the supplier, (B)(4) international, had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available. An nc was issued for supplier corrections.

Event description:
The tekno sales representative reported on behalf of the customer that the pin allegedly came out of the cutting block when taking off the femur. The sales representative was present at the case. Update - the case was completed successfully as 4 femoral cuts were already made when pin came away from cutting block , while block was being removed from distal femur. There was no medical intervention . The customer reported that there was some concern over whether the visible portion of pin, normally hidden in the block, was sterile or not. Instrument was used to remove pin from distal femur and both instrument and pin were discarded outside of sterile field. There was a surgical delay of about 30 seconds. No noticeable adverse conditions were noted or reported.